Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 141-259 mg/dl and was treated with a bolus of insulin. During troubleshooting with tandem customer technical support (cts), the time on the pump was noted to be incorrect as the customer was in a time zone that was an hour ahead of the pump. Cts assisted the customer with correcting the time.